Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified broken shell and crease fold. Weight measurement of the device identified device was underweight. A microanalysis was performed which identified: sharp broken crease, smooth broken crease, and stress marks. Based on the device analysis the final assessment was a sharp broken crease on patch bond edge due to fold flaw opening, and a smooth broken crease on posterior due to fold flaw opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture. Additionally healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.